Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. Visual inspection was performed with a crack at the side of the welded cassette noted. Pressure testing was performed with a leak at the crack location was noted. The reported issue was verified. The cause of the cracked cassette could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a homechoice cassette that was damaged. This occurred during patient use. It was stated that the tube clamp was broken. There was no patient injury or medical intervention associated with this event. No additional information is available.